Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level. Blood glucose value had been running over 600 mg/dl for 2 days already. Customer stated that she had been using shots to get her blood glucose value in range. Customer stated that her sensor was reading 53mg/dl but when checking her blood glucose value, she was 93mg/dl. Customer did not allege pump was under delivering. Customer¿s blood glucose value at time of incident was 600 mg/dl and current blood glucose value was 174mg/dl. Customer stated that her pump is currently reading blood glucose value at 174mg/dl with arrow going up. Customer stated again that she is currently 184mg/dl with arrow going up. Insulin pump will not be returned for analysis.